Event description:
Asr revision. Asr hip resurfacing system - right. Reason(s) for revision : neck fracture within 3 months.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.